Event description:
Follow-up information was received on 15-mar-2019 from "quality" department. The batch number affected by the complaint has not been communicated. In the absence of this data and the samples in question, no investigation was possible for this complaint. Fup#1 received on 15-mar-2019: result of investigation report. Causality assessment re-evaluated on 28-mar-2019 on additional information received on 15-mar-2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Listedness/expectedness: foreign body in gastrointestinal tract: unlisted EU, unexpected us/ca. Needle issue: unlisted EU, unexpected us/ca. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - in this case, the cannula of the needle has detached or broken during the injection in cheek. The dentist identified a potential defect with another needle from the same batch (needle very flimsy). No other information was provided, such as if the patient had made a sudden movement during the injection or if the needle was bent before use or if there was excessive pressure, then the potential cause related to the needle use by the practitioner could not be excluded. Additionally, quality investigation was not possible because no batch number or needle sample was available. At the time of this report, information are not sufficient to conclude, the case report was considered as not assessable. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not assessable. Fup#1 received on 15-mar-2019: causality assessment not changed.

Manufacturer narrative:
The batch number affected by the complaint has not been communicated. In the absence of this data and the samples in question, no investigation is possible for this complaint. Final comments from the manufacturer: the cannulas used by sofic to manufacture our needles are delivered to us with a certificate of compliance with the iso 9626 standard "stainless steel needle tubing for the manufacture of medical devices - requirements and test methods". Moreover, tests of resistance to breakage are carried out every 15 minutes during manufacturing of each batch in order to be able to detect possible non-conformances during assembling. The potential cause related to the needle use by the practitioner cannot be set aside, e.g. Bending of the needle before injection, extreme pressure during injection. Furthermore, as surgery was required to remove the needle fragment from the mouth, the practitioner might have not observed the warnings on the IFU leaflet, i.e. "Do not insert needle to hub". Therefore, the incident is likely to be due to misuse from the practitioner.

Event description:
Spontaneous report, from (B)(6). Local reference # (B)(4). Quality "deaprtement" reference ID # (B)(4). Dealer reference # (B)(4). Initial information was received on 16-nov-2018 by dealer and forwarded to septodont on 19-nov-2018. On (B)(6) 2018, the dentist reported that suspect device patterson 30g short needle (batch # and expiration date not yet available) on a patient (unspecified age, gender, medical history). The dentist performed an ia injection on the patient's right side. When the dentist pulled the needle from the patient's mouth, the suspect needle was reported "looked very flimsy/'fragil'". The dentist then replaced with a brand new suspect device. The dentist then injected the patient's left side with the brand new needle. The needle went in once, injected a small amount, withdrawn, and re-inserted at a "slight different angle". When the dentist pulled the needle out the second time, the dentist noted that the needle had stayed in the patient's cheek ("broke off in my patient's face"). On (B)(6) 2018, the needle was extracted under general anesthesia by an oral surgeon. Samples are expected to be returned for evaluation. Additional information is pending via dealer's legal department. The company decided to add needle issue as coding. Causality assessment on 30-nov-2018 on initial information received 16-nov-2018: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Listedness/expectedness: foreign body in gastrointestinal tract: unlisted EU, unexpected us/ca. Needle issue: unlisted EU, unexpected us/ca. Causality: latency - compatible, recognized association - no, analysis - in this case, the cannula of the needle has detached or broke during injection in cheek. The dentist identified a potential defect with another needle from the same batch (needle very flimsy) and no other information was provided if the needle was bent before use or if excessive pressure, movement of the needle or a sudden movement of the patient occurred during injection. Quality investigation is ongoing. At the time of this report, information are not sufficient to allow any causality assessment. Pending the results of investigation of the defect, the case report was considered as not assessable. Dechallenge - na, rechallenge - na. Concluded causality who: not assessable.